Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified the patient wasn't receiving effective tremor control, but they did not have significant side effects either. There were no weight changes associated with the deeper ins pocket. X-ray was planned and review by neurologist was planned for late march, but the event was not resolved at the time of this report, and the cause of low impedance was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was not receiving adequate therapy and the impedances with many electrodes was lower than expected. The right vim monopolar 7 contact was at 205 ohms. No factors were known to have led or contributed to the issue. An impedance check was performed and the device was placed in constant current mode. The issue was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the surgical revision was planned but there was no date set.

Manufacturer narrative:
Continuation of d11: product ID 64002 lot# b0960600k implanted: (B)(6) 2011 product type adapter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient has had the same therapy settings since 2011. It was unclear when the issue began, and there was no trauma noted as a cause. The patient is not experiencing good therapy now that they are programmed with constant current, but they are not experiencing side effects. It was stated that it appears the ins has sunk into the patient's breast tissue over the years. It was noted that the therapeutic impedance was 50% lower than it was 9 years prior.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown. Product type lead: all codes are associated with the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the lead was fractured.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 64002, lot# b0960600k, implanted: (B)(6) 2011. Product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient has been referred for a revision, but no revision was scheduled yet. It was clarified that per x-ray the pocket adaptor wire was fractured, and there was no problem with the lead.